Manufacturer narrative:
The cannula has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the cannula is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the 8 mm instrument cannula was found to have an issue where the pin gauge would not pass through the cannula. However, there is no indication that the patient was harmed or injured because of the reported issues.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the surgical staff checked the 8mm instrument cannula and noticed that the pin gauge would not pass through the cannula. The surgical staff utilized a backup cannula and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The cannula was returned and evaluated. The reported customer failure mode was confirmed. A cannula inspection was performed using an 8 mm gauge pin. The gauge pin does not pass freely through the cannula. A section of the distal opening end of the cannula was found to be dented inward. The failure analysis investigation concluded that the damage may have been due to mishandling/misuse.